Event description:
A patient was revised to address a fractured yukon polyaxial screw at c5 (right).

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A patient was revised to address a fractured yukon polyaxial screw at c5 (right).